Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The pressure sensor switch was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit had a large leak causing low drive gas pressure. There was no report of patient involvement.